Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, t1 and t2 deployed simultaneously. Both implants were successfully removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device showed the needle is dramatically bent. The actuator is in its pre t2 deployment position indicating a deployment of t1 and pre-deployment of t2. Ts and suture were returned, t1 is missing its distal end and t2 is bent, this likely occurred during removal from the patients meniscus. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bent needle. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).